Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2012, 6947m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached end of service (eos) due to charge circuit inactive with charge times greater than 30 seconds. The device was explanted and replaced. No patient complications have been reported as a result of this event.